Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers within the dialyzer were wet with indication of blood exposure throughout the device. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected in the form of a steady stream of bubbles originating from the cavity ID end potting cut surface at approximately 170 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination. Upon disassembly of the dialyzer, a broken fiber that was flush with the polyurethane (pu) cut surface was identified near the leak location. The opposing end of the fiber was found near the broken end of the fiber in the pu. Further examination of the fiber bundle did not identify any damage or irregularities aside from the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment, at the top (arterial end) of the device. The blood was also observed flowing out of the arterial dialysate line. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were used for the treatment. The use of blood leak test strips was reportedly unnecessary. There was no reported damage identified on the dialyzer. After identifying the blood leak, the rn manually stopped the blood pump and discontinued the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was pulled from service for evaluation, and the patient completed treatment after being re-setup with new supplies on a different machine. The biomedical technician at the facility inspected the machine and found everything to be working, including the blood leak detector. As a precaution, a fresenius field service technician (fst) was called onsite to perform an evaluation of the machine. The machine underwent and passed all functional testing performed by the fst. As a precaution, the fst replaced the blood leak detector module. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.